Manufacturer narrative:
(B)(4). Method: the complaint mr225 manual chamber was visually inspected. Results: visual inspection revealed that the body of the water feed inlet plug remained inside of the chamber water feed inlet port. However, the top of the plug and the pull ring that had broken off were not returned for inspection. A lot check revealed no other complaints of this nature for lot number 111019. Conclusion: we were unable to determine the root cause of the damage observed. All chambers are visually inspected before leaving the production line and any damages are identified during this process. The subject chamber would have met the required specification at the time of production. This suggests that the affected chamber was damaged post production. Our user instructions that accompany the mr225 manual fill infant humidification chamber state the following: "remove water feed inlet plug only prior to inserting water feed set. Never reinsert water feed inlet plug as this may cause leakage." "Do not use the chamber if the seals are not intact when received." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the water feed inlet plug ring of an mr225 manual fill infant humidification chamber broke when the plug was pulled out from the chamber dome. This occurred prior to patient use.